Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).

Event description:
A laser technician reports a pt with an incomplete, thin flap following lasik surgery in the left eye. The event resolved without treatment. The surgeon was able to lift the flap and complete the lasik procedure. One day post-op, the pt's ucva was 20/10-3 in the left eye. There was no injury reported for this pt. This report is for the left eye, the right eye is being reported on manufacturer report # 3003288808-2011-00349.